Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of a rupture could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(4) received a report that one (1) infusor two day 2ml/hr device ruptured. There was no report of patient involvement. There was no patient or medical intervention. No additional information is available. No sample is available for evaluation. This is report 3 of 3, as the facility reported 3 devices.